Manufacturer narrative:
Concomitant medical products: product ID: etbf3620c166e stent graft, implanted: (B)(6) 2018; product ID: etlw1620c124e stent graft, implanted: (B)(6) 2018; product ID: etlw1624c156e stent graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing in stored episodes and at times possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress or detection of ventricular tachycardia (vt) due to undersensed atrial events. The ra lead remains in use. No patient complications have been reported as a result of this event.